Event description:
It was reported by the affiliate that during a gastric bypass procedure, on the beginning, the 45 mm artic endo cutter long doesn't cut and the 6 row 45 mm blue reload doesn't staple when the surgeon closed the closing trigger. The problem was solved with another long45a. There was no patient consequence. One device returning. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis showed that the device was received with the firing mechanism damaged and with no cartridge loaded on the device. However three cartridges were received inside the bag, partially fired and with no damage to the spring lockout. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged. No functional test could be performed due to the condition of the device. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process. (B)(4).